Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient.

Event description:
It was reported that during procedure, the distal part of the stent was found pleated, inside the patient. The procedure was completed with another of the same device.